Manufacturer narrative:
Method - device not returned, internal review of literature, follow-up with physician.

Event description:
It was reported that a pt underwent an x-stop procedure. The pt returned to the physician's office post x-stop procedure with recurrent symptoms consistent with lumbar spinal stenosis. Medical investigation revealed that the pt had a herniated disc at the implant level. Prior to the x-stop procedure, the pt had a micro discectomy at the same level. No additional information was reported.